Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product (transmitter 42jp4q) was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. Data was evaluated and the allegation was confirmed on transmitter 42jp4q. The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter 42hmgj. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed on transmitter 42jp4q. The probable cause could not be determined. In addition, a transmitter failed error was found for transmitter 42hmgj. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.